Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report.

Event description:
Healthcare professional reported lap-band port leak. It is not known how the problem was first noticed. The port has been explanted and replaced.